Event description:
The following has been reported: biomed reported: "we have a unit giving a pump problem" sn: (B)(6). Biomed reported on 5/26: as far as we know there is no patient harm reported. A preliminary review identified the following issue: fail stop, cause unknown. Unknown if an active infusion was stopped. Reporting as a conservative measure. No. Adverse effects were reported. Additional information is needed to complete the investigation.